Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present on an unspecified cuff. The device was removed and a second proglide was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report. Device #2 - lot# 63120-6h, indicated is being filed under a separate MFR report number.